Event description:
It was reported that a flipped pump was confirmed by an x-ray. An emergent surgery was planned to flip the pump so that the patient could have a refill before drug ran out. The patient elected to not replace the pump because of recurrent problems with the pump flipping despite surgical revision. No patient symptoms were associated with the event. It was noted that the cause of the issue was that the patient had a large pannus. Despite several attempts to increase stability, the patient no longer wanted the pump. No pouch was used. At the time of this report, the patient was without injury. The device system was used to deliver lioresal. It was later reported that the pump flipping caused pain and discomfort at the pump site. It was also noted that therapy wasn¿t helping very well. It was also reported that there was ¿some trouble with catheter flow¿ resulting in decreased therapy. As of (B)(6) 2013, the patient was without injury. It was later reported that the patient had a revision in january. The patient could feel the pump flipping. The patient felt that the discomfort outweighed the benefits of therapy. The pump was turned down to minimum rate. When the pump pocket was opened, the catheter was twisted near the pocket. The healthcare provider (hcp) stated that the pump flipping caused the catheter to be twisted. He did not aspirate the catheter, so it was unknown if the catheter was flowing well. At the time of the surgery, the patient was ¿doing fine.¿ it was not reported how the patient was doing post-operatively.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information : fluoroscopic evaluation was conducted on two separate occasions to confirm that the pump flipped. The patient was having increased tone but managed with oral medications. The patient had chosen not to undergo another revision.